Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open reconstruction of gastrointestinal tract procedure after temporary stomia, there was an incomplete staple line. Resected and re-stapled was done to fix staple line. Another circular stapler needed to complete the anastomosis.